Event description:
The patient reported there is a black spot on the display of the infusion device. No physiological effects were reported. The infusion device was replaced and requested to be returned for evaluation. Preliminary evaluation found the broken display could lead to misinterpretation of insulin amounts.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.